Event description:
Reporter indicated that patient's heart rate seems to have lowered after stimulation was initiated. The patient reportedly has a condition that requires a family member to test their heart rate every night using a pulse oximeter. Pre-vns, the patient's heart rate was in the 100's during the day and the high 60's at night. Since stimulation was initiated, the patient's daytime heart rate is 80bpm and their nighttime heart rate is in the low 50's. It was reported that it was first believed that the decrease in heart rate may have been caused by a medication that the patient was using for sickness around the same time that stimulation was initiated, but the low heart rate persisted after the medication was stopped. Treating neurologist has indicated that the relationship between the vns therapy and the reported event is unknown.